Event description:
Technician was withdrawing the syringe from the reconstitution fluid and it splashed in their eye. The technician was sent to the ER, their eye was flushed and they were told to follow-up with their physician if they had any irritation.